Manufacturer narrative:
UDI: (B)(4). This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case the 26mm s3u valve was prepped per protocol. The valve was inserted into the esheath and excessive force was needed to advance the valve through the sheath at the external iliac. Rotoglide was used and eventually the valve was successfully advanced. Valve alignment was performed with no issue and the valve advanced to the native annulus. The team noted that one of the valve struts was bent. The valve was deployed with no issues. At the very end of inflation the commander delivery system balloon ruptured. The valve was deployed fully with no issues. Upon removal of the sheath from the patient, a tear in the blue material of the sheath was noted. The tear was prong-like, possibly caused be the strut of the valve or calcium slicing it.